Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v785930, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The consumer reported a therapy problem, noting stimulation was "not working." However, the patient never received a programmer. Additional information received on (B)(6) 2012 from the consumer reported that the device was "not working" and they did not have therapy. The patient was redirected to their healthcare provider (hcp). On (B)(6) 2012, the consumer reported never having therapeutic benefit. On (B)(6) 2012, the manufacture representative reported that the patient received a programmer 1-2 weeks prior and was reprogrammed. The patient was indicated for urinary dysfunction. Additional information received from the consumer reported a loss or change of therapy. The device had been turned off for 2 years and will be taken out; therapy did not help her.